Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was mirror image noise as the ventricular deflection was showing on the atrial electrogram. It was confirmed that the right atrial (ra) and right ventricular (rv) leads exhibited insulation damage and abrasion. Also, the ra lead had a high sensing integrity counter (sic) with noise. Both leads were reprogrammed and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.